Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic resulting in peritonitis. The breach was further specified as "inadequate dialysis". The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin injection (1 gram, route and frequency was not reported) and fortum injection (1 gram, route and frequency was not reported ) for peritonitis. At the time of this report, the patient was still in the hospital and the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: upon follow up it was reported the vancomycin injection was given every 5 days. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.